Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: it was confirmed the inner gasket fell out of the sleeve. No conclusion could be reached as to how the inner gasket became dislodged.

Event description:
During a laparoscopic appendectomy, the 45 degree flapper valve gasket of the 512s came off and fell into the pt. The surgeon did not notice it had fallen into the pt until the end of the procedure. He was able to retrieve the gasket and it is being returned with the device. There was no consequence to the pt.